Event description:
It was reported that the patient was experiencing ineffective pain relief. Multiple reprogramming attempts were unsuccessful. Surgical intervention took place where the scs system was explanted to address the issue,

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.